Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The complaint is related to the linked patient identifier - (B)(6).

Event description:
It was reported that during a diagnostic colonoscopy procedure, the distal attachment (d-201-14304) detached/fell off and and became lost within the ascending colon when using the colonoscope-cf-xz1200i. The detached attachment was immediately retrieved using grasping forceps. The procedure was completed. No reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a device evaluation. The complaint is related to the linked patient identifier -(B)(6). Updated fields-b5, d8, d9, h2,h3, h6, h11. The device was returned to olympus and the reported failure was confirmed. The device inspection found that the distal cover was torn length-wise and broke. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that the cap came off of the endoscope due to the following reason: - the cap was torn or it was not secured with tape. It is likely that when attaching the cap to the endoscope and attempting to forcefully attach it may cause the cap to tear. It is possible that part of the cap tore during attachment, and the tear in the cap grew larger while the endoscope was in use. However, the exact cause of the occurrence could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identified that the issue occurred during colon fiberoscopy procedure under sedation with midazolam. No unplanned diagnostic imaging required to locate the device or confirm it was removed. When the subject device was attached to the endoscope, a medical tape was not used to wrap or secure the product to the distal end of the endoscope. The subject device was not thoroughly wiped after using lubricant. There was no possibility of vaseline or other lubricants or chemicals adhering to the product.